Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported impedance value on contact 8 before the replacement was 2 ,055 in monopolar and impedance value on contact 8 after the battery replacement was 2,200 in monopolar. The date of the original impedanceissue was unknown.

Event description:
It was reported by the manufacturer representative (rep) that the patient had known impedance issues before the battery change on contact 8 and in bipolar configuration contacts 10 and 11. When the rep checked the impedances pre-op, the impedances on contacts 10 and 11 seemed to have cleared, and only 8 had issues. During the battery change procedure, there were intermittent impedance issues at contacts 10 and 11. Eventually, when they closed the patient up, those resolved again, and there were only issues at contact 8. Numerous impedance tests were run in the operating room after the surgeon wiped the extensions off and tried securing them in the battery numerous times. The issue was not resolved. The patient wasn¿t programmed to use contact 8, and that was currently the only contact with impedance issues, so no further action will be taken.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387s-40 (lot: va29814); product type: 0200-lead; implant date: (B)(6) 2020; brand name: activa; product ID: 3387s-40 (lot: va1zksr); product type: 0200-lead; implant date: (B)(6) 2019; brand name: activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: (B)(6) 2019; brand name: activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.